Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. On the complaint submission form, you have stated it is a potential adverse event? Yes. Can you please confirm if this event was an adverse event. If yes, please provide further detail of the event and any patient consequences. When the stapler locked, had it delivered a complete staple line? Had the device delivered a cut line? If yes, were they equal in length?

Event description:
It was reported by the affiliate that during a bypass gastroplasty procedure, the stapler locked on the stapling and it formed an irregular line in the row of staples. It was necessary to reinforce the suture (on suture). There were no adverse consequences for the patient. One device will be returned. (B)(4).

Manufacturer narrative:
(B)(4). Batch # m52k3t. The analysis results found that the ats45 device was received with no apparent damaged and with a tr45w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.